Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
A pericardiocentesis was performed to stabilize the patient.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing reference: 3005334138-2019-00528, 2030404-2019-00095, 2030404-2019-00096, 2030404-2019-00097. Following an ablation procedure a pericardial effusion occurred. Two hours following the procedure the patient experienced slight dizziness. Echocardiography diagnosed an effusion approximately 15 mm circular in the front of the right atrium and right ventricle. A pericardial effusion was performed to stabilize the patient. There were no performance issues with any abbott device.